Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm fenestrated bipolar forceps instrument did not experience loss of cautery nor did it have an unintuitive motion. The jaws of instrument would not open. There were no signs of arcing or thermal damage. The instrument had a broken conductor wire. A piece from distal end of instrument broke off. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The instrument was available for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.